Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image loss was physical stress applied to insertion section during user handling and charge-coupled device unit was damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the entire screen became black and showed no image, however the light sources remained illuminated and the image was able to be restored with manipulation. In addition, the following was found: the insertion tube had crush marks. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the image of the evis lucera elite bronchovideoscope went out during angulation. After intubation during a therapeutic lobectomy procedure, the image fault was immediate. The scope light and white balance had been inspected prior to the procedure, but angulation was not. The scope was replaced with a disposable scope and there was no delay to the procedure. The procedure was completed successfully and the patient did not suffer any additional trauma or harm. During device evaluation at olympus, it was found the entire screen became black and showed no image, but the light source remained illuminated. The report is being submitted due to the loss of image found during evaluation.